Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging, or during manipulation during preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to insertion in the patient anatomy, it was noted the shaft of the 2.0x12mm rx mini trek balloon dilatation catheter separated. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.